Event description:
Machine alarmed "air in blood." Tubing disconnected and blood recirculated until air out of line. Verified no air in line and reconnected. The alarm sounded after the air bubble passed the air detector, but prior to reaching the patient. The total length of tubing from the air detector to the patient is approximately 2 1/2 feet. Staff expresses concern because there is no known clinical history at hosp of an air bubble reaching that far past the air detector.